Event description:
Since receiving a permanent pacemaker in 1992 the patient had complaints of numerous symptoms, occurring primarily when the magnet was placed over the pacer. These symptoms include syncope, shortness of breath, a shocking sensation in the left lower chest and pain over the pacer pocket site. At home he complains of excercise intolerance, fatigue and insomnia. After evaluation in the physician's office by the co rep the physician decided that these symptoms were signs of pacemaker syndrome. A therapeutic upgrade was scheduled. During the implant procedure the chronic lead was tested and found the threshold to be within normal limits, but the impedance was 280ohms, out of specification. That ventricular lead was replaced and an atrial lead was added and a dual chamber pacer implanted for upgrade. Since the upgrade and replacement of the lead on 12/26/96 the patient has recovered pain free, active and within complaints.